Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Although the patient received an endoscopic leak check, there was no medical intervention required and therefore the file is being considered a malfunction. If further details are received at a later date the file will be re-reviewed. Additional information received: it isn't normal protocol for the surgeon to scope the patient to confirm staple line integrity after completing the procedure. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastric sleeve procedure, during the initial firing with a green reload and (B)(4) material, the stapler was fired and only three staple lines were formed on the stomach side. The staples did not form on the specimen side. Some staples were present in the tissue but with open leg formation. Some staples were left in the reload but the reload broke. The surgeon was concerned about the staple lines so decided to scope the patient to confirm staple line integrity; something that is not usually done. Surgery time was increased as a result, however, it is unknown how long it was extended by. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Intra-operative photos were received. Four photos were reviewed. In one photo, part of the anvil is visible with a grasper holding a portion of tissue near the cut line with several unformed staples stuck to the reinforcement material. In the other three photos, a green cartridge can be identified with the pan detached. Drivers are visible on one side of cartridge only, indicating an incomplete firing. Based on the visual evidence provided in the photos, no conclusion could be drawn.